Manufacturer narrative:
Sample is serum that was collected in a sst tube. Centrifugation information was not supplied to date. Qc was within the customer's established ranges prior to and after the erroneous results. A system check was performed on (B)(6) 2011 and failed the wash portion. The system check was repeated and passed specifications. A field service engineer (fse) was dispatched on (B)(4) 2011 and performed preventive maintenance (pm) on the instrument. The fse also replaced the sample pipettor and the peri pump tubing. The fse performed the necessary alignments and adjusted the ultrasonics. All verification testing met specifications. Although hardware issues were addressed, no clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously low myoglobin results below the normal reference range for two (2) patients' samples that did not match their clinical presentation, generated by the unicel dxc 600i access immunoassay system. Repeat results were within the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.